Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 18 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported in the journal article "cuff leakage caused by automatic cuff pressure monitor and water condensation in the inflation tube of microcuff endotracheal tube" that there was an occurrence of ventilation failure on a patient two days after patient admission. The patient had been admitted in the intensive care unit and intubated with 5.5 mm ID microcuff endotracheal tube. Intracuff pressure was set at 15 cmh2o and monitored by a continuous automatic cuff pressure monitor. The failure was found to be caused by water condensation in the inflation tube. When the intracuff pressure was increased to from 15 to 25cm h2o, water in the inflation tube moved to the cuff and the issue resolved. There was no injury to the patient.